Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 500 mg/dl with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported bolus deliveries were not recorded in the pump¿s history. During troubleshooting, animas customer technical service determined the blood glucose excursion was due to a pump use error. This complaint is being reported because the alleged hyperglycemia was attributed to a pump use error. There was no allegation or indication of pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.